Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that since (B)(6) 2011, she had had bg values in the '300-400 mg/dl' range. The patient indicated that she had vomited two times and was extremely nauseated. The patient reportedly visited an emergency room (ER) on the night of (B)(6) 2011 because of high bg. It is unclear if the patient received any treatment from the ER visit. The patient mentioned that the ER ran several tests but no abnormalities were found. When the patient came home from the ER, she gave herself an injection of insulin. The morning of (B)(6) 2011, the patient stated that her bg was '170 mg/dl.' The patient reportedly corrected for the '170 mg/dl' result and took another 11 units of lantus. During the call with animas, the patient claimed that her bg level was now '340 mg/dl.' Through troubleshooting, the patient denied having any issues with her infusion set other than noticing very small bubbles in her tubing. No issues were observed with her site or cartridge. No associated alarms were noted in the pump's history. The tdd added up correctly with the bolus and basal deliveries. The bolus history was reportedly correct. The animas representative noted that the pump was delivering as programmed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump possibly contributed to the patient's injury.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the alleged event had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.